Event description:
Customer reported that he had unexplained high blood glucose. Customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the emergency room visit was 534 mg/dl. Customer stated that his insulin pump broke and he got a new one. He stated that he set up his new insulin pump incorrectly. Troubleshooting was performed and found, that one incorrect basal rate was the only thing programmed in the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.